Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion had of a restenosed non-bsc stent was located in the moderately tortuous and non-calcified left superficial femoral artery. The physician advanced a 6.0 x 40x135 sterling balloon to dilate the lesion. The sterling balloon was inflated to 12atms and ruptured on the first inflation. The procedure was completed with a 7x40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).